Event description:
It was reported that when the patient presented for a routine follow up, increased capture threshold was observed. No other anomalies were reported. The lead was explanted and replaced. The condition of the patient was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.